Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 29 mg/dl while wearing the pod for longer than 48 hours. The patient received glucagon at home bringing their blood glucose levels to 250 mg/dl. The patient reports their blood glucose level had dropped again after it had been at 250 mg/dl. Once at the hospital the patient was given intravenous d50 glucose. The patient was transferred to another hospital for monitoring. The patient remains in the hospital at the time of this call.